Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer's blood glucose was 515 mg/dl at the time of the incident. Customer treated with an injection. Customer stated that the act button is hard to press and getting stuck. Customer also stated that the pump was administered a lot of insulin when it was not supposed to. Customer stated that the pump gave a lot of insulin when the pump was not on and the insulin came out of the tubing. Customer had to take the pump off and revert to a back-up plan to treat. Customer stated that the buttons were sticking. Customer is eating right now and the customer's mother declined troubleshooting for the low blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.